Manufacturer narrative:
(B)(4). The complaint airvo humidifier was not returned to fisher & paykel healthcare (fph) for evaluation as it continues to be used by the hospital. Upon receipt of this complaint, further information was sought in order to determine what had transpired. From the information provided by the customer, we can conclude that: the patient was using an airvo 2 humidifier with supplementary oxygen being delivered at 45% fio2 and 40lpm of flow. The patient was also being monitored with pulse oximetry in accordance with the airvo user manual. The patient became unwell and experienced shortness of breath, with an spo2 of 72%. The doctor subsequently discovered that the oxygen tube had become disconnected at the wall. Once the oxygen tube was reconnected the patient made a full recovery. The hospital confirmed that they had omitted to set the 'low oxygen alarm' on the airvo 2. Conclusion: the (B)(4) oxygen inlet kit is supplied with the airvo 2 humidifier and allows the user to connect supplementary oxygen via a barb connector, which is suitable for use with most common sizes of oxygen tubing. The hospital did not confirm what had caused the oxygen tubing to become disconnected. The hospital had confirmed that they were aware of the low oxygen alarm feature but in this instance they had failed to set it. No failure of the subject airvo 2 was alleged and we can conclude that it continues to deliver therapy as intended. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The airvo 2 product technical manual informs the user how to set the low oxygen alarm and states: "when set to 25% the unit will alarm if the measured oxygen fraction is below this value. This allows detection of oxygen being disconnected." Following this incident, an fph representative contacted the customer and reiterated the need to set the oxygen alarm.

Event description:
A hospital in (B)(6) reported hat a patient was using an airvo 2 humidifier with fio2 45% and 40lpm. The doctor was called because the patient was not feeling well and was experiencing shortness of breath. When the doctor arrived the patient's spo2 was 72%. The airvo settings were at 40lpm flow and fio2 was 21%. It was discovered that the oxygen hose had come out of the wall, and it was then put back. After reconnection of the o2 hose the patient's o2 sats begun to rise and their condition rapidly improved. The doctor questioned why the airvo had not alarmed and it was later confirmed that the airvo audio alarm was functional but that the low o2 alarm had not been set.